Event description:
The customer reported that pump failed preventive maintenance, there was no patient involvement and patient harm. Evaluation of returned device identifies travel coarse error which can lead to interruption of therapy while in use.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. Review of the event history log (ehl) showed a travel coarse error. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due device aging and normal wear. As a result, the leadscrew, coupler, worm gear, and clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.